Event description:
Event description; guidant received info that the pt with this implantable cardioverter defibrillator (ICD) passed away over one month ago. The device was explanted shortly after the pt's death. Since that time the device has been handled by multiple people and was not programmed off until recently. The last electrograms were overwritten by noise. The physician suspected the device may have undersensed the pt's rhythm. The device was returned for stat analysis.

Manufacturer narrative:
Event conclusion: upon receipt at our reliability assurance laboratory, the device was thoroughly evaluated. Electrical measurements revealed normal pacemaker functions. Defibrillation shock testing was not successful, due to the shorted condition caused when the device delivered therapy into the severed leads. Manual sensitivity testing confirmed the device was capable of sensing r-wave signals. Internal visual inspection noted no irregularities. A review of the device memory showed the device delivered a shock on the date of the pt's death, but the electrograms for that episode were overwritten.